Event description:
A facility reported that the mayfield modified skull clamp (a1059) was loose at the ratchet joint. It was not used during a case, as it moves too easily and does not properly tighten down.

Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - unit received with the lock having both rotational and lateral movement and a residue buildup was present. Upon disassembly, repair noted the index knob and the lock needed new components added to replace worn internal parts. Unit was machined to have heli-coils added to the large starburst threads. Root cause - complaint confirmed via inspection of the unit. The lock was loose on the index knob. Unit required replacement of worn internal parts due to routine use and wear. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.